Event description:
It was reported that shaft break occurred. The target lesion was located in the tibial artery. A 3.00x16mm promus premier¿ stent was introduced into a guide. Approximately half of stent delivery system (sds) was advanced into the guide when it was noted that there was a kink in the hypotube of the sds. The device was removed and it was found out that the shaft of the sds was broken. The device never went into the patient's body. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 540mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tibial artery. A 3.00x16mm promus premier stent was introduced into a guide. Approximately half of stent delivery system (sds) was advanced into the guide when it was noted that there was a kink in the hypotube of the sds. The device was removed and it was found out that the shaft of the sds was broken. The device never went into the patient's body. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).